Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was under delivering and caller reported that the insulin pump was not delivering basal. The customer's blood glucose level was 290 mg/dl at the time of incident. The customer¿s blood glucose at the time of call was 300 mg/dl and experienced symptoms of high blood glucose such as nausea due to positive ketones. The customer was assisted with troubleshooting. The insulin pump failed the high pressure test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged high bg's. The customer alleged possible under delivery anomaly, basal anomaly and absence of occlusion alarm. On svn (B)(6) the customer alleged possible under delivery anomaly on (B)(6)2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted. The insulin pump was programmed and monitored with a basal profile for 2 days. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see the bolus delivery on the event date (B)(6)2022, and on svn (B)(6) (event date 21-(B)(6) 2022).(B)(6)2022 01:54:43.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 unit) bolusamountdelivered: 50000 (5 unit) (B)(6)2022 17:28:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22750 (2.275 unit) bolusamountdelivered: 22750 (2.275 unit) (B)(6)2022 18:46:11.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 81250 (8.125 unit) bolusamountdelivered: 81250 (8.125 unit) (B)(6)2022 20:53:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 107000 (10.7 unit) bolusamountdelivered: 107000 (10.7 unit). There was no auto suspend alarm or user suspend alarm noted on the event dates (B)(6)2022 and on svn 000313975837 (event date (B)(6)2022). Please see the no delivery alarm listed on the event date 22-feb-2022. There was no "no delivery alarm noted on event date (B)(6)2022. (B)(6)2022 02:45:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime, (B)(6)2022 02:47:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime, (B)(6)2022 07:39:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime, (B)(6)2022 07:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal. The insulin pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. The customer alleged basal anomaly was not confirmed. The customer alleged absence of occlusion alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.